Event description:
It was reported the g&k nail 3518-3-375 was implanted in the patient on the 9th of 06/02 with superior and inferior locking screws. On the 30th of september, it appears on the x-ray that the medio-lateral screw is broken. The broken medio-lateral broke screw was totally removed from the patient, and a part of the antero-posterior screw is removed too. The broken tip of the antero-posterior is still in the patient."